Manufacturer narrative:
A system log review could not be performed due to insufficient information provided. The event date and da vinci system identifier information are unknown.

Event description:
It was reported that after completion of an ion endoluminal lung biopsy procedure, the patient experienced a cardiac arrest and a stroke a few days after. Additional information was not provided. The following information is unknown: the procedure date, what dates the cardiac arrest and stroke occurred, the causes of the complications, what medical intervention was rendered due to the complications, and the patient's current status. There was no allegation that a malfunction of an ion system, instrument, or accessory occurred. Intuitive surgical inc. (Isi) has made multiple attempts to obtain additional information; however, as of the date of this report, no new information has been obtained.